Event description:
It was reported that a patient underwent a blepharoplasty on (B)(6) 2021 and suture was used. During the procedure, the suture broke, a total of 4 sutures broke during use until the wound was closed. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: * could you please confirm the quantity of threads that "broke during use" during this single procedure? Exactly, we used 4 sutures there. * procedure name and event date? This was a blepharoplasty with nipple reconstruction (cloverleaf plastic surgery). It was a combined procedure * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. - event date: (B)(6). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2021-12163, 2210968-2021-12164, 2210968-2021-12167, 2210968-2021-12168